Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 on a homechoice (hc) machine during use, patient connected in dwell 3 of 4. The technical service representative (tsr) assisted the caregiver (cg) to cycle the power twice to clear both alarms se 2240 and se 2367. The tsr explained the alarm to the cg and initiated swap of the hc device. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The report of system error 2240 was confirmed, and the root cause was unknown. A batch review was not conducted as the lot number was unknown. The issue is being investigated through CAPA.